Event description:
The international distributor reported, the ventilator does not function on ac power. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The distributor's service engineer evaluated the device and confirmed the reported complaint. Evaluation found that the snubber pcb on the ventilator power supply had heat related damage. The service engineer replaced the power supply to correct the problem.

Manufacturer narrative:
A request to have the failed component returned to the manufacture has been made, however, the component has not been returned to date. If upon further evaluation of the component, additional information becomes available. A follow up report will be submitted.